Event description:
It was reported that during middle cerebral artery (mca) bifurcation "y stenting" case, when advanced the stent delivery wire to go out of microcatheter tip, the operator didn't see the stent marker. When operator withdrew the delivery wire out and no stent was found on it. Procedure was completed successfully with other device and there were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
D9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated h3 device evaluated by mfg ¿updated due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the stent was not returned with the device. The stent delivery wire (sdw) was kinked bent. Functional inspection was not performed as the stent was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent deployed prematurely during use was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported radio-opaque (ro) maker detached/separated/not visible under fluoroscopy could not be confirmed as the stent was not returned. When returned and analyzed, it was seen that the sdw was kinked bent, and the stent was not returned. Therefore, the as reported stent deployed prematurely during use and as analyzed sdw kinked bent will be assigned procedural factors as it appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The as reported ro maker detached/separated/not visible under fluoroscopy will be assigned undeterminable as the stent was not returned and while there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during middle cerebral artery (mca) bifurcation "y stenting" case, when advanced the stent delivery wire to go out of microcatheter tip, the operator didn't see the stent marker. When operator withdrew the delivery wire out and no stent was found on it. Procedure was completed successfully with other device and there were no clinical consequences to the patient reported as a result of this event.